Manufacturer narrative:
Ref comp #(B)(4). Investigation result: issue is confirmed. Jet port was partially clogged at distal end. Was able to remove debris. Other issues with scope: a/w cylinder ring missing paint; dta cvr is damaged.

Event description:
On (B)(6) 2025, fujifilm healthcare americas corporation was informed of an event involving ec-760r-v/l. It was reported that the jet wash channel is too strong and it damaged tissue. The patient remained stable, was discharged, and follow-up confirmed full recovery. Issue resolved when the flow of the endo gator decreased by the customer. The incident is being reported in an abundance of caution due to unknown tissue and extent of tissue damage to patient.